Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A service coordinator reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at distance and near. The lens will be explanted for clinical reason of decreased tear film plus mild irregular astigmatism. Additional information received stating the lens was explanted in a secondary procedure.

Manufacturer narrative:
The product was not returned. Account indicated the use of an unspecified company cartridge and an unspecified handpiece. It is unknown if qualified products were used. A viscoelastic was indicated which in not qualified for qualified lens/cartridge/handpiece combinations. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal 20.5 diopter (add power +2.2/+3.2) lens was replaced with a monofocal, 21.0 diopter, non-company lens. Additional information was provided that, in the surgeon's opinion, the "patient never saw well with the multifocal implant (possibly due to prior lasik)." It was reported patient had prior lasik surgery in 1995. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time the manufacturer internal reference number is: (B)(4).